Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. Reportedly, "the patient was dissatisfied_ near visual acuity". The lens was exchanged for a longer length lens and the problem resolved.

Manufacturer narrative:
H11 - initial MDR is to be disregarded as new information indicates it is n/a. Claim#: (B)(4).